Manufacturer narrative:
H.6. Investigation summary: bd received seven (7) photographs and six (6) samples from the customer in support of this investigation. Evaluation of both indicated needles with a white material attached to the cannula. The white material is the epoxy resin, used to attach the cannula to the hub, which has contaminated the cannula. Additionally, fifteen (15) retained samples were visually inspected, and no epoxy splatter was found on the cannula. Bd was able to confirm the customer¿s indicated failure mode with the photographs and samples provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on the device patient needle. The following information was provided by the initial reporter. The customer stated: "there was a white foreign matter found to be adhering onto the needle."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on the device patient needle. The following information was provided by the initial reporter. The customer stated: "there was a white foreign matter found to be adhering onto the needle."